Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient experienced pain in her pelvic area. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/22/2022.

Manufacturer narrative:
Date sent to the FDA: 01/02/2023. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.